Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgical procedure due to unspecified reasons. During the procedure the existing ipp was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. It was further reported that the device worked but patient had trouble inflating and deflating properly. The patient experienced discomfort because of the lack of ability.